Event description:
It was reported that patient felt like the implant battery was turning off and on. Caller said the patient just moved into a new apartment and the patient didn't know if it was something in the apartment that was making the battery shut off. Caller asked if there was any that could tell that the battery was shutting off and on because the patient said it was going in waves like it would cut back on and off. Agent asked if caller had the patient's device to check the implant and caller said the implant was on, but the patient was still feeling like the device was cutting itself off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.